Event description:
Caller reported experiencing a problem while filling the tubing during the cartridge load process where the system repeatedly asked if the cartridge was installed. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer changed cartridge and resumed insulin therapy.